Event description:
Reporter indicated that device was explanted due to infection and protrusion through skin. In 2000 wound opened up due to infection and generator was explanted. In 2001, lead began protruding through incision and was explanted (electrodes left on nerve). About 8 weeks later patient presented with red and granulated tissue around the neck area. Physician noticed a small piece of wire sticking up through the skin. During surgery to remove remainder of lead, physician reported that what was remaining of the lead and electrodes was floating in the neck. Physician reported that the electrode had slipped off the nerve and had started comming through the skin.